Event description:
The customer reported angulation was hard following repair of the device. It hardly returned to the neutral position even when letting go of the angulation knob. The subject device was sent to an olympus service center for evaluation. During inspection and testing, foreign material was found in the nozzle. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, foreign material was found clogging the nozzle due to insufficient cleaning. The reported issue (hard angulation) was not reproduced during inspection and testing. In addition, angulation was insufficient due to elongation of the angle wires, the paint on the air/water cylinder was peeling due to deterioration caused by stress during reprocessing, the adhesive on the bending section cover was cracked, cloudy, and chipped, the adhesive on the objective lens and light guide lens was cloudy, the insertion tube was crushed and scratched due to handling, the light guide tube was wrinkled due to handling, the objective lens was scratched due to handling, the adhesive on the objective lens was peeling, the distal end cover was crushed, the label on the control section was peeling, the control section was chipped due to handling, the forceps opening was scraped due to handling, and a treatment tool was caught in the instrument channel due to deformation of the channel. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
Corrected initial reporter address.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the nozzle was found with no deformation and the foreign material was unable to be identified. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. Olympus will continue to monitor field performance for this device.